Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-may-26. It was reported that after the surgery to get the pump replaced (refer to manufacturer report #3004209178-2017-08151 for details pertaining to that event) the patient started building up fluid in the pump pocket area. The patient kept going in for the healthcare professional (hcp) to drain the fluid and it would build back up. It was indicated that the patient was told that they would need to have an additional surgery to address the fluid buildup. It was stated that the patient was told by the hcp that they replaced both the pump and catheter, per the consumer, and that it didn¿t make sense to the patient that they needed to undergo another surgery. On (B)(6) 2017 the surgery regarding fluid buildup occurred. It was indicated that the hcp replaced the connector tubing because it was leaking and used a proximal revision kit. It was noted that the patient did get a call from a manufacturer when they were in the hospital on (B)(6) 2017 and the patient didn¿t remember it. It was noted on (B)(6) 2017 that the patient had only been home for a couple of days, stating that the patient returned home the (B)(6) 2017. It was stated that the patient was confused on their dates and times, per the consumer. It was also related that the patient remembered when they were in the hospital they had itching occurring in the pump pocket but they were injecting the patient with benadryl to counteract it and it wasn¿t as severe but had gotten continuously worse. It was stated that the patient thought it may be a side effect of dilaudid. The patient had continued to take the oral benadryl over the counter or else they wouldn¿t be able to stand it, per the consumer, and it was stated that it was a ¿horrible ordeal¿ to go through. It was indicated that the severe itching in the pump pocket area that started getting really bad began on (B)(6) 2017 (note this date is conflicting with the report that it started when the patient was in the hospital and the reported dates that the patient returned home). It was stated that the patient had either fentanyl or sufentanil in the pump but didn¿t recall which one. The patient was redirected to the hcp for next steps and medical questions. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received on 2017-may-17 from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine [2.5 mg/ml] at a dose of 0.5003 mg/day, dilaudid [15 mg/ml] at a dose of 3.002 mg/day, bupivacaine [10 mg/ml] at a dose of 2.001 mg/day, sufentanil [200 mcg/ml] at a dose of 40.02 mcg/day, and clonidine [5 mcg/ml] at a dose of 1.0006 mcg/day. It was reported the patient complained of noticing fluid collection at the pump site about 2 weeks ago ((B)(6) 2017). The patient stated she did not note any other symptoms and felt therapy functioning. The patient did not have any external factors leading to the issue. The doctor drained the fluid and informed the patient if it happened again then surgical intervention to replace the pump segment would be planned as explained by the patient. The doctor continued to explain to the patient that the doctor believed the fluid collection was from a leak at the catheter connection to the pump which would have to be replaced. The doctor confirmed those statements. There was a revision on the day of report ((B)(6) 2017). The doctor replaced the old pump segment with the same length catheter. It was unknown if the issue had been resolved at the time of the report. It was unknown to the representative when the event/difficulty occurred. The patient¿s weight was (B)(6). The patient status at the time of the report was alive ¿ no injury. Addition al information received from the consumer via the representative on 2017-may-22 reported they talked with the patient that day, and the patient was still recovering ¿feeling bloated¿ and unsure if fluid collection. The patient stated she had an appointment with the doctor to follow-up, but felt she did not appear to have fluid collection. The patient had no other complaints or questions. No further patient complications were reported.